Event description:
Around 1100 rn 1 began a levetiracetam 500mg/100ml infusion to infusion at 400ml/hr. Rn 2 went into the room 20 mins later and noticed levetiracetam 500mg/100ml bag full and the primary 250 ml ns bag half full (ns bag rate should have been 3ml/hr). The secondary line with levetiracetam 500mg/100ml was not clamped. Rn 2 reprogrammed the pump for the levetiracetam 500mg/100ml to infuse at 400ml/hr and started infusion. Rn 2 noticed both the primary and secondary lines were dripping at the same rate. Rn 2 disconnected pt from line and notified my lead rn and manager. Devices were swapped for new devices. No harm to the pt.